Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an atrial lead that exhibited under-sensing and lowered p-waves. It was noted through fluoroscopy that the lead dislodged. The lead was capped and replaced. The patient was recovering.